Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented in cardiac arrest and was successfully resuscitated. Further review showed that this cardiac resynchronization therapy pacemaker (crt-p) had exhibited loss of capture on the right ventricular (rv) channel which resulted in asystole for 10 seconds. Boston scientific technical services discussed that a chest x-ray should be performed. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this system remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient expired approximately one and a half weeks later. There were no allegations against device functionality at the time the patient expired. The local area field representative was contacted for additional information. No further information was available.